Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had been on a ventilator for three weeks (covid +). The ventilator alarmed, and it was noticed that the et hub connector came off. The spo2 dropped from 90¿s to 30¿s, rhythm went from sinus tach in the 100¿s to vtach to asystole, and bp per aline 40-60¿s. The patient expired within two minutes. The site does not give manual ventilation for similar situations. They choose to reconnect the device to the ventilator and wait for the physician